Event description:
Pt underwent cataract surgery on 11/10/1998, and implantation of a staar model aq-2003v intraocular lens. However, the dr stated that after the lens ejected, in a controlled manner, it snapped and unfolded. The surgeon said that as he was removing the viscoelastic from the eye, he felt like he was removing vitreous strands. He found the lens floating down into the vitreous and he removed it, performed an anterior vitrectomy and implanted a pmma lens.